Event description:
Report received indicated a circumferential balloon burst occurring during inflation and consequently there was withdrawal difficulty through the guiding catheter. The intend procedure was treatment of the left renal artery. A guidewire was inserted without difficulty and an internal mammary (im) guiding catheter was used. The aviator plus pta dilatation catheter was inserted, lesion reached and predilated however the balloon burst at 12 atm with a circumferential tear. An attempt to retrieve the pta sys was made through the guiding catheter however the pta sys would not come out of the guiding catheter (balloon was elongating). Therefore the guiding catheter and pta sys were removed as one unit while leaving the guidewire in the pt. Another guiding catheter and pta balloon were used to treat the target lesion. There was no adverse consequence to the pt. Of note: is not clear if the balloon separated within the guiding catheter and clarification is pending.

Manufacturer narrative:
This prod has been returned for eval and testing, however the failure analysis report is not yet complete. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly part number 11137851 with lot number 0305070115. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. Add'l info will be sent within 30 days upon receipt.